Event description:
The customer reported the generation of erroneously high sodium (na), potassium (k), chloride (cl) patient results, involving the au5800 chemistry analyzer. Customer stated no erroneous results were reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve and reference solenoid valve. The fse replaced the buffer valve and reference solenoid valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).